Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has a feed error. Upon triage on (B)(6) 2018, the service technician discovered that the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the service technician discovered that the unit had no audio.¿ the unit was triaged and the reported condition was confirmed. The pump did not tone at startup. The root cause has been isolated to missing components c168 and c169 of the buzzer circuit. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.